Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain/radiculopathy/spinal pain. It was reported that patient is feeling abdominal shocking. Patient had an appointment with healthcare provider on friday of that week, wanting to meet with someone for reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was able to reprogram the patient for improved coverage and no abdominal shocking. No further information was reported.